Event description:
It was reported that the patient presented for a device change procedure. It was noted the right ventricular (rv) and right atrial (ra) leads were capped for an unknown reason. Both ra and rv leads were capped on (B)(6) 2016, the leads were confirmed to be capped via x-ray and fluoroscopy. The patient remained stable throughout the procedure.